Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not give adequate energy on its seal and was not working as it normally would. There was no re-grasp alert tone, but there were activation tone and end tone. The device also had just enough energy delivered. They got another hand piece and used it with the same generator and it worked without issue. There was no patient injury.